Event description:
It was reported an iled 7 ceiling trio burned a patient. The patient was undergoing a right partial knee replacement in the operating room. The procedure lasted one and a half hours in which three iled lights were utilized. The patient had a history of ¿sensitive skin¿. When the surgical drape (ioban) was removed, the patient¿s skin was removed along with the adhesive ioban drape. The patient reportedly had a ¿teacup size and shape burn at the top of the surgical incision site.¿ the customer described the burn as ¿a full thickness burn with tissue necrosis.¿ the patient was provided with an unknown ointment and in home wound care. The customer reported that the treatment for the patient¿s burn is ongoing, and that the patient met with a plastic surgeon and ¿will likely need surgery for wound debridement¿ in the future. Warnings include overlapping fields of illumination of several lamp heads with high lighting intensities can cause tissue damage. The IFU states ¿overlapping field of illumination of several lamp heads with high lighting intensities can cause tissue damage. With early onset of tissue dehydration, separate the overlapping fields of illumination of multiple lamp heads and reduce the lighting intensity of the lamp heads.¿ additionally, the IFU states according to the laws of physics, visible light also produces heat in the operating area. If the fields of illumination of more than one lamp head overlap, high illumination levels are created, which may lead to tissue dehydration especially with longer periods of exposure and reduced blood circulation, to tissue damage. In case of reduced blood circulation or any symptoms of tissue dehydration, the lighting intensity must be reduced.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h7, h9 an h11. H11: upon discussion with the customer, the customer stated they did not receive the recall letter. Additionally, the customer confirmed the light heads were being used simultaneously, the autofocus was not used, and the lights were set to high intensity. A qualified baxter technician was sent to the site and inspected the lighting system and found the lights to be performing according to product specifications. All fa-2024-035 information is now available at the customer site. On july 1, 2025, it was confirmed that the default setting for light intensity when switching on the lights is now 50%. On july 30, 2025, the upgrade was installed on the ipad. In summary, due to the overlap of light fields with high intensity settings without the use of autofocus, the illumination intensity in the surgical area was increased. This can occur with 3 lights, but also with 2 lights with high intensity settings. The customer has been educated on the correct use of the device. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.